Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, minor scratched lcd window, minor scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, serial number label missing, cracked retainer, cosmetic damage was confirmed at crack at the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic that the customer noticed a crack on the insulin pump at the back of the battery side. The customer reported no adverse event. The event involved product(s) pump mmt-1780kpk 670g pathway black mg. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and the product was returned for analysis.